Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusionist (ccp) stated the perfusion system was left on battery and unplugged which depleted the batteries. They recharged the batteries and the system was holding a charge. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the batteries in the perfusion system as a precaution. The suspect batteries were returned to the manufacturer for further evaluation.